Event description:
It was reported by the rep the device was used during a laparoscopic cholestectomy procedure. It was reported that the clips from an er320 would not hold on the cystic artery or cystic duct. A second er320 was opened to finish the case. There was no consequence to the patient.

Manufacturer narrative:
D6: device returned with no lot identification. Based upon the inquiry info received and the visual and functional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument was fired and it fired and formed the remaining clips as designed. It could not be determined why the clips reportedly did not hold.